Event description:
Customer reported hospitalization due to high blood glucose and diabetic ketoacidosis. She stated that when she inserted the infusion set into a new spot, she felt that the insulin was not absorbed. She was not wearing the insulin pump at the time of the emergency room visit or for the 2 days before. The blood glucose reading was 344 mg/dl. Customer stated that her blood glucose levels have been better since the hospitalization. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.